Manufacturer narrative:
The pacemaker was returned for analysis. After its receipt, the pacemaker first underwent a status interrogation, and the memory content of the implant was analyzed. The analysis of the memory content showed an increased current uptake of the device. In general, a warning message is displayed to the user at the programmer in case of an increased current uptake. The battery status eri was activated on (B)(6) 2020. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values in eri mode, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In a next, step, the pacemaker was opened, and the components of the electronic module were inspected. The battery was partially discharged. Further analysis identified a damaged capacitor, which caused an increase in power consumption and, subsequently, led to the clinical observation. The component was removed from the electronic module, and the current uptake turned out to be as expected afterwards. There were no additional causes for the increased current uptake other than the damaged capacitor. In addition, the manufacturing process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly, and the power consumption of the pacemaker in particular, was inconspicuous. In summary, the clinical observation resulted from an increased current uptake, which was caused by a damaged capacitor of the electronic module. The review of the production history showed that the device functioned properly at the time of shipment.

Event description:
It was reported that the device was explanted an estimated 5 years after implantation due to battery depletion (eri).